Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, difficulty inserting a stylet occurred. The ipl was successfully implanted, and remains in use. No patient complications have been reported as a result of this event.